Event description:
A foley catheter was placed in the pt with no urine return. Proper placement was verified by visual and vaginal examination. Another nurse also verified the site. The pt stated that her bladder felt full. The catheter was removed and a new catheter was inserted with the immediate return of urine. MFR response: unsure.